Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced multiple nocturnal hypoglycemic episodes while the pump algorithm was adapting, with device low and urgent low alerts acknowledged, and the user and spouse implementing corrective actions consistent with training. Symptoms included hypoglycemia with a reported nadir around 50 mg/dl without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates and glucose tablets, no medical intervention, and no hospitalization. Investigation included complaint intake review, product-use assessment, and user education on troubleshooting and carbohydrate treatment. Investigation of this case revealed no device malfunction reported, with device alerts functioning and the event occurring during early adaptation, consistent with variable insulin sensitivity and user acclimation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.